Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error after they dropped the device into water. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a red x on the display. No other alarms preceded the critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was not received in critical pump error. However constant restarts during boot up due to severe corrosion on all electronic assemblies noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the constant restarts. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a cracked select button on the keypad overlay, a damaged keypad overlay texture, a cracked case on the battery tube area, a stained serial number label, a peeling end cap address label, corrosion on the force sensor assembly and moisture damage on the motor assembly.